Event description:
It was reported that the pump and catheter were explanted due to infection. The drug in the pump was used to deliver baclofen. The dose and concentration were unreported. No other symptoms or outcome were reported. Additional information has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.